Event description:
The event was reported via the excellent study, the 66-year-old female patient with a history of atrial fibrillation, diabetes, history of ischemic stroke (last known date (B)(6) 2024), hypercoagulable state presented with a witnessed stroke on (B)(6) 2024 at 09:00 hour. She was presented to the treating hospital on (B)(6) 2024 at 12:03 hour where MRI imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 8 and modified rankin scale score (mrs) score was ¿1-no significant disability. Able to carry out all usual duties and activities.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et307537 / 24a098av) targeting an occlusion in the right carotid t. The pre-pass mtici score was 0. The first pass resulted in an mtici score of 3 with no clot retrieval. After the first pass, direct contact aspiration device along was used due to difficulty in accessing / crossing the clot; the target of this direct contact was the right m1 segment. There was clot retrieval in the aspirate. A second pass was made with the embotrap iii device targeting the right carotid t resulted in an mtici score of 0 with no clot retrieval. A third pass was made with the embotrap iii device again targeting the right carotid t resulted in an mtici score of 3 with clot retrieval in the stent retriever. The patient¿s 24-hour post-procedure nihss score was 6. On (B)(6) 2024, the patient experienced a progression of the index stroke, which was made known to the site and sponsor on the same day. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was unrelated to the embotrap iii study device, and unrelated to the primary surgical procedure. The event was treated with an unspecified medication. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed. On (B)(6) 2024, the patient¿s 7-day post-procedure assessments were done, which resulted in a nihss score of 9 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ on (B)(6) 2024, additional information was received. Per the additional information, there was a device malfunction associated with the 5mm x 37mm embotrap iii revascularization device (et307537 / 24a098av). The information indicated that post deployment of the device/after attempted aspiration with the device, because the thrombus is hard and tough, the wire of the device was damaged. The device was reportedly discarded as per the procedure. Based on the additional information received on 13-nov-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (24a098av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.